Event description:
Customer reported an abo discrepancy with the galileo. A donor unit was labeled as ab neg, galileo testing resulted in b neg on two different segments obtained from the tested unit.

Manufacturer narrative:
Review of result images: (original sample segment). Anti a = 15 (a5) no agglutination- (dark sample background image, possible poor sample quality. Anti b = 99 (b5) agglutination. Anti d 4 = 9 (c5) no agglutination. Mono = 7 (d5) no agglutination. Int = b negative. (New sample segment). Anti a = 17 (a6) no agglutination- dark sample background image, possible poor sample quality. Anti b = 99 (b6) agglutination. Anti d 4 = 9 (c6) no agglutination. Mono = 9 (d6) no agglutination. Int = b negative. Review of images indicated poor sample quality in anti-a wells. Per the operator manual, the galileo is unable to reliably detect hemagglutination reactions of 1+ or less from tube methodology. Customer stated during follow-up that they have not experienced the reported issue again with the galileo assay. Instrument is operating as expected.